Event description:
The patient implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported that she had seen her healthcare provider (hcp) last week because her implantable neurostimulator (ins) was uncomfortable. She had been having a burning sensation since being implanted and every once in a while it would shoot sharp pain up her back. Additional information received from the patient in response to follow-up reported that she was told to start taking lyrica again but this had not helped. It was unknown what the next step would be and it was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.